Manufacturer narrative:
This report is for an unknown cortical screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the head of a cortical screw broke during implant removal. There was no patient harm reported. There was no prolongation of surgery. This report is for an unknown cortical screw. This is report 1 of 1 for (B)(4).